Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 320mm thoracic aortic dissection .  It was reported that during the procedure, the stent graft was inserted from the left common femoral artery. At the external iliac artery, resistance was felt , so the physician did not proceed and the delivery system was removed. When it was removed, the patients blood pressure dropped. Contrast radiography revealed eia damage, and a non mdt stent was placed at the site and repaired. The delivery was attempted again, but it did not pass through, and the tip of the delivery system also got frayed, so the procedure was stopped after determining that it was unsafe to continue further. Per the physician the cause was not specified.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported difficult to position and deformation event could not be determined on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing insertion of the device were not received for review. It is possible that the noted narrow access vessels may have been a factor in the reported events. Updated h.6 additional information: it was reported that there was little calcification or tortuosity in the external iliac artery, but it was n arrowed to around 7mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.